Event description:
In this event it was reported that an ankylos plus implant was placed on (B)(6) 2012. The pt returned four days later experiencing numbness of the lower lip and the chin on the right side. According to the available info the dentist assumed that the implant came loose and started to press on the ID-nerve. Due to the related damage of the nerve the paraesthesia of the described area occurred. Therefore, the dentist decided to remove the implant and he neither replaced it nor filled the residual hole with any grafting material. The patient presented their self on (B)(6) 2012 to an oral surgeon with the situation unchanged. The investigation of the affected area revealed that besides the chin and lower lip the anterior teeth of the right mandible displayed signs of numbness as well. Thus the oral surgeon is going to re-evaluate the situation and in case the situation is still not improving, he is planning to consult a neurosurgeon in addition.

Manufacturer narrative:
It remains unclear if the damage of the nerve occurred during the preparation of the implant site or in conjunction with the placement itself. The available periapical radiographs are not allowing an adequate analysis of the anatomical situation, since the route of the nerve is not displayed. However, a severe bone loss in the area of implant placement can be detected, thus the length of 11mm was probably exceeding the residual bone height above the nerve canal. Generally, such cases are not unk in implantology and are usually caused by an insufficient planning of the implantation. While there is no indication that the implant involved malfunctioned, due to the fact that medical intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device is available for eval, though has not been returned as of this report. Eval results will be submitted as they become available.